Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of power cable disconnect alarms can be confirmed based on the information recorded in the log file. The data log files were successfully retrieved from the returned system controller serial number (B)(6). The event log file contained data recorded (B)(6) 2021 where some power cable disconnect alarms were recorded. The majority of these alarms appeared routine alarms associated with power exchanges; however, there were several alarms which may appeared atypical. The system maintained the desired set speed with no interruptions. The periodic log file contained events recorded (B)(6) 2021. The recorded data did not add any new information regarding the reported event. The system controller was functionally tested using the laboratory equipment and was found to function as intended. The system controller was operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. A specific root cause for the power cable disconnect alarms captured in the log file was not able to be determined. Incidental findings included a worn serial label. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for analysis. Upon left ventricular assist device (lvad) interrogation, multiple power cable disconnect alarms were noted. The patient's clips were exchanged, however this did not resolve the alarms. The patient was noted to be experiencing power cable disconnects also while on the power module in the hospital. The problem appeared to be caused by the black power lead of the controller. No other notable alarm conditions were seen within the log files. A controller exchanged was performed.